Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Upon receiving any additional information, or once the sample is received and evaluated, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(6) of a flolink set in which the tubing broke off in the hub. It was not reported at what stage the failure occurred; there was no reported patient injury or medical intervention. No additional information is available.